Event description:
Event: patient has reported she has been diagnosed with breast cancer. Freq: inject 1 syringe intra-articularly into the right knee once weekly for 3 weeks. Prescriber info: (B)(6).